Manufacturer narrative:
Updated data: h6 - results and conclusion codes conclusion: the reported event indicated that there was difficulty positioning the valve. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Per the evolut fx instructions for use (IFU) ¿deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is reca ptured a third time, it must be removed from the patient.¿ the force in the delivery catheter system (dcs) when closing the capsule is cumulative and many sources may contribute to the feeling of excess tension including load quality, bends and kinks on the shaft, and tortuous anatomy. Based on the information available, the cause of the difficulty recapturing may be related to the off-label use of the dcs. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, and based on the information available, the cause of the difficulty recapturing may be related to the off-label use of the dcs. Inaccurate delivery does not typically indicate a device malfunction or a failure to meet manufacturing specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record for the valve was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A medical safety assessment was performed. The reported positioning difficulties leading to an unplanned intervention (second valve) and valve dislodgement was assessed. Upon review of the information provided, the primary event of valve mis-deployment (positioning difficulties), leading to unplanned intervention to place a second valve (non-medtronic) and further evolut fx valve dislodgement, is assessed as likely related to the evolut fx delivery catheter system (dcs) due to failed recapture attempt and allegation that difficult positioning was due to the longer nosecone on the fx dcs. Of note, the device was recaptured six times (off-label) where the instructions for use (IFU) states to recapture a maximum of three times. Dislodgement and unplanned intervention are known potential risks associated with the implantation of the evolut fx valve and all reported adverse events and severities are documented in our risk files and IFU. No further safety assessment is required at this time. A conclusive root cause of this frame anomaly was unable to be determined, however, the positioning difficulties and six recaptures (off-label) were probable contributing factors. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this event, it is most likely that interaction with the snare led to the valve dislodgement. However, this was unable to be confirmed with the information available. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: e volutfx-29, serial/lot#: (B)(6), ubd: 23-jan-2025, UDI#: (B)(4), product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Select patient information cannot be documented in the file due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, in terms of access, no marked calcification or tortuosity was observed. Subsequently, there was difficulty positioning the valve. The valve was positioned high and was subsequently recaptured 5 times. It was difficult to reposition the valve due to the stenosis of the outflow tract in the left ventricle. Recapture was attempted for the 6th time. Subsequently, the capsule could not move forward even when the handle of the delivery catheter system (dcs) was rotated. Distortion of the valve frame was observed. At this time, a dimple was made on the small surface of the valve. The dcs was pushed, and tension was applied. The hat marker exceeded the paddle attachment. When attempting to partially deploy the valve into the ascending aorta, the torque was released at once. The valve was fully released immediately. At that time, the valve was fixed. The valve was snared, and a non-medtronic valve was implanted. Upon removal of the snare, the valve dislodged from the ascending aorta into the aortic arch. It was discussed that it was too risky to pull up the valve to the point where it can be fixated using a snare or balloon. The patient left the operating room without removing the valve. After the procedure, the physician confirmed that it was difficult to position the valve at the appropriate depth, even after applying the push tension on the dcs. Subsequently, the valve was deployed too shallow at -1 millimeter (mm) on the non-coronary cusp (ncc), and -3 mm on the left coronary cusp (lcc). Per the physician, the longer nosecone on the dcs made it difficult to position the valve. No additional adverse patient effects were reported.